Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Provocative testing was performed and the noise was not reproduced. The physiologist elected to monitor the patient. No additional intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the noise resulted in pacing inhibition in a pacemaker dependent patient. Additional information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by replacing the right ventricular lead. Additional information was requested but is not yet available.